Manufacturer narrative:
Product return and device evaluation is not necessary as the reported migration and associated discomfort was not related to the functionality or delivery of therapy of the device.

Event description:
The patient's generator migrated in her chest and caused discomfort. Surgery was performed to secure the generator in the chest pocket. The generator battery was low enough that the surgeon decided to prophylactically implant another generator. Product return and device evaluation is not necessary as the reported migration and associated discomfort was not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.